Event description:
Philips received a complaint by the customer on the v60 indicating that the device logged a 110e air flow sensor calibration data error code. It was reported that there was no patient involvement at the time the issue was discovered. The field service engineer (fse) reported that the issue could not be duplicated, but the 110e and 110f error codes were confirmed in the log. The fse performed a zero flow sensor calibration as a preventative measure, and the device passed successfully. The fse also performed electrical safety, controls test, and pre-op tests, and the device was returned to the customer for use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.